Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported an unknown side "intra capsular rupture" and "fat nodule" in the device. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported an unknown side "intra capsular rupture" and "fat nodule" in the device. Device has been explanted.

Event description:
Healthcare professional reported an unknown side "intra capsular rupture" and "fat nodule" in the device. Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : h.3., h.6. Device evaluation: visual analysis of the returned device identified the weight was to the spec, red particles, an opening, wear abrasion, and a crease fold. A microscopic analysis was performed which identified a striated edge opening, consistent with the use of a surgical tool. Based on the device analysis the final assessment is: five striated edge openings on anterior assessed as surgical damage.

Event description:
Healthcare professional reported left side "intra capsular rupture" and "fat nodule" in the device. Device has been explanted.